Event description:
The complaint involved a patient who underwent knee revision surgery on (B)(6) 2015. The original surgery was date (B)(6) 2013. The revision surgery was a result joint laxity. In the revision, the tibial insert was revised from a 2 x 10 mm insert to a 2 x 14 mm insert, and the retaining bolt was revised to a new component.

Manufacturer narrative:
The complaint made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness, or device performance contributing to the adverse event. Review of the manufacturing sterilization documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.